Event description:
Through the review of medical article "long-term outcomes after transcatheter tricuspid valve-in-valve replacement", the following events were identified as pertaining to edwards devices: eight (8) patient with a carpentier-edwards perimount valve of undetermined model implanted in tricuspid position underwent reintervention for a valve-in-valve procedure due to degeneration after unknown implant duration. A transcatheter valve was successfully implanted within the pre-existing edwards surgical device. No vascular, access-related, or cardiac injuries occurred during or after the procedure. All patients were discharged in a maximum of 5 days following the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remained implanted in the patient. The dates of the events are unknown; however, the article provided the following date range on page 2: " (between october 2013 and march 2023)". Therefore, 1-october-2013 was used as the occurrence date. Voisine e, del portillo jh, desjardins l, et al. Long-term outcomes after transcatheter tricuspid valve-in-valve replacement. J invasive cardiol. 2025;37(12):10.25270/jic/25.00266. Doi:10.25270/jic/25.00266. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.